Manufacturer narrative:
Qa investigation into lot s11177 resulted in no remarkable findings and no deviations and no non conformances revealed. (B)(4) devices were released to finished goods and (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. Lot s11177 was terminally sterilized and met all qc release criteria including mechanical testing.

Event description:
Legal affairs reports patient underwent incisional hernia repair surgery. Strattice mesh implanted. Patient returned to hospital 10 months later because of erosion and attenuation of mesh requiring revision.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Qa investigation is pending at this time. A supplemental medwatch will be submitted upon completion of device history review.

Event description:
Legal affairs reports patient underwent incisional hernia repair surgery. Strattice mesh implanted. Patient returned to hospital 10 months later because of erosion and attenuation of mesh requiring revision.